Event description:
It was reported that this patient's communicator displayed a red call doctor icon, which indicates a potential issue with the patient's implantable cardioverter defibrillator (ICD). A successful transmission was performed and it indicated that this ICD system exhibited out of range (oor) shock impedances on the right ventricular (rv) lead. Subsequently, a week later another remote transmission occurred and the rv lead shock impedances were 100 ohms, and seemed to be steady in that range. This ICD and rv lead remain in service. No adverse patient effects were reported.